Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A gastro-intestinal ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in norway underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced abdominal pain, nausea, vomiting and food not moving on from the stomach. The patient felt that the j-tube was pulled inward while eating. On (B)(6) 2022, the patient was admitted to the hospital due to deterioration of health. On (B)(6) 2022 a gastroscopy was performed which revealed the j-tube was located in the peripyloric pocket which formed a peptic ulcer. The patient began unknown ulcer treatment and the peg and j tubes were removed on (B)(6) 2022.